Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 error was the defective load cell module 2. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed. The front enclosure was observed damaged, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of harsh impact as a result of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 2 was defective, and it was replaced to address the ua07 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported the autopulse platform (serial #(B)(4) displayed a user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. Patient use information was requested but no additional information was provided, therefore patient use is unknown.